Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) had a solid error light that appeared and would not go off. This led to signal loss of the telemetry transmitters at the central nurse's station.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) had a solid error light that appeared and would not go off. This led to signal loss of the telemetry transmitters at the central nurse's station. They tried to power cycle the org multiple times, but the would not resolve. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the unit's software was reinstalled by nihon kohden repair center (nk rc) to resolve the issue of error light and communication loss. As logs were not retrieved, a root cause cannot be determined. The cause of the issue is likely related to the software on the org. Due to the low occurrence of the reported issue, it is unlikely that the cause of the issue related to the design of the org software. The software was possibly corrupted due to improper shutdowns or power loss. Last reported complaint for error light on the org was reported on 11/26/2021.

Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) has a error light and is a solid light and will not go off. This causes the org not to start up correctly, and then causes the telemetry transmitters to go into to communication loss and unable to be monitored on the central nurse's station. They tried to power cycle the org multiple times, but the error light still constantly stays on. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the org, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station. Telemetry transmitter.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) has an error light and is a solid light and will not go off. This causes the org not to start up correctly, and then causes the telemetry transmitters to go into to communication loss and unable to be monitored on the central nurse's station. They tried to power cycle the org multiple times, but the error light still constantly stays on. No patient harm reported.